Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. Upon evaluation the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
While investigating a (B)(6) female patient's monitor for an unrelated issue, a reportable problem was discovered. The monitor failed a pulse test. The patient was issued a replacement monitor.